Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure (procedure date unknown), after the leg assemblies of an uphold vaginal support system were thrown through the tissue, the physician cut the sleeves to release them from the mesh. As he was pulling the leg assemblies from the patient, each of the sleeves began to shred at the cut areas, and two pieces of plastic detached inside the patient. The physician located the pieces of plastic through palpation, and subsequently removed them with his fingers and an allis clamp. Reportedly, the detached sleeve pieces from both leg assemblies were retrieved. The physician feels that all of the plastic was removed from the patient. The uphold mesh was also removed from the patient, and the physician completed the procedure by (B)(4). The patient's condition at the conclusion of the procedure is unknown.